Event description:
It was reported a battery pca was returned for failure analysis; however, it was unclear why this part had been returned as the field service engineer could not recall sending this battery pca. There is no patient involvement.

Event description:
It was reported a battery pca was returned for failure analysis; however, it was unclear why this part had been returned as the field service engineer could not recall sending this battery pca. There is no patient involvement. One battery pca was returned for failure analysis. The reported problem could not be verified during lab tests. However, the connector j1 showed signs of significant contamination.